Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, or improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an ablation procedure with a 6f sheath. Reportedly, after flushing the device during preparation and inserting into the vessel, there was no bleed back from the marker lumen. The device was removed, re-flushed, and reinserted with no bleed back again. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.